Event description:
It was reported that on (B)(6) 2012: the patient was preoperatively diagnosed with spondylosis and spondylolisthesis and underwent the following procedure: right-sided 4 -level minimally invasive transforaminal lumbar interbody fusion. As per the operative notes:"... Thorough interbody arthrodesis was performed and quarter of a small rhbmp-2/acs was then placed into the anterior recesses followed by autograft followed by vitoss with bone marrow aspirate and then a spineology small optimesh was placed with partial fill with allograft and partial fill with autograft. The disk space was completely arthrodesed and a synthes 12 x 28 peek spacer was filled with vitoss with bone marrow aspirate and after bone morphogenic protein and autograft chips and bone graft had been placed into the space, the cage was malleted into place, appropriately countersunk, twisted into the upright conformation and then the inserter was removed.¿

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient underwent transforaminal interbody fusion from vertebrae l2-s1. Reportedly, the patient was implanted with rhbmp-2 and collagen. Allegedly, "the patient continues to suffer from chronic pain and is prevented from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries."